Event description:
The revision insert would not seat properly in the baseplate. All components of the total knee were revised to another knee system.

Manufacturer narrative:
Summary of eval: eval results suggest that this event is not device related but rather is associated with intra-operative procedures.